Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room with shortness of breath. The right ventricular lead exhibited noise causing oversensing, the device was reprogrammed until procedure later in the day. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable.